Manufacturer narrative:
Concomitant medical products: model: 305c25, porcine heart valve; implanted: (B)(6) 2007.

Event description:
It was reported that the patient became symptomatic with bradycardia when their right ventricular (rv) lead exhibited a sudden increase in impedance and threshold to the current high levels. Non-capture and noise were also noted on the egm's. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.